Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards is unable to conclusively determine the root cause for this event. At this time, no information has been provided regarding the course of intervention that will take place to treat the failing valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve is failing after an implant duration of three (3) years, three (3) months due to aortic stenosis. As reported, the patient was not approved for valve-in-valve (viv) intervention and the current plan for intervention is unknown. No additional details provided.

Manufacturer narrative:
(B)(4). Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this device was explanted after approximately thirteen (13) years due to severe aortic stenosis (gradient = 55-70 mmhg). Per obtained information, the patient was not approved for valve-in-valve intervention due to the small valve size (19mm). The patient was subsequently discharged home as he did not wish to go through the surgical procedure and wanted to continue medical therapy. However, twelve (12) days later, the patient re-presented with multiple episodes of recurrent congestive heart failure and dyspnea. Surgical intervention was performed and the 19mm bioprosthetic aortic heart valve was removed. Upon visualization, there was severe pannus formation and calcification on the noncoronary and left commissure. A 19mm pericardial bioprosthesis was used in replacement and tee revealed excellent prosthetic aortic valve function without evidence or regurgitation nor perivalvular leak. The patient tolerated the procedure and was later discharged.